Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post op check revealed that the right ventricular lead exhibited loss of capture due to dislodgement. The next morning the lead was explanted and replaced successfully. The patient tolerated the procedure well.